Manufacturer narrative:
According to the complainant the device will not be returned for investigation. No lot release records were reviewed, as the product lot number was not provided. We are unable to determine if any product condition could have contributed to the reported hospitalization. Locked down smartphone: lockdown. Omnipod software app version: 3.1.1. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: g7. *please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
The patient was wearing the pod on the abdomen for between 4 and 24 hours; however, the exact timeframe could not be confirmed. It is unknown whether the patient was wearing the pod at the time medical attention was sought, as the relative indicated they would contact the physician, but did not confirm device status during the call, other than mentioning that the controller app displayed a "high" message. The reason for seeking medical attention was due to elevated blood glucose levels, reported at 227 mg/dl though this could not be confirmed as product related. Details related to length of visit, discharge status, diagnosis and treatment remain unavailable. Insulet initiated multiple outreach attempts to obtain the missing information, including phone calls and emails. During follow-up, the relative later indicated that the patient had been hospitalized and requested no further calls. Final outreach attempts were completed as good faith efforts.